Event description:
The customer reported the training device powers off on its own very quickly, even after ordering and replacing the battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.